Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient's hearing performance was affected after a trauma/accident was reported. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The users hearing performance is affected. Re-implantation is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely and trauma/accident was reported. However to determine an exact root cause a device investigation of the explanted device is necessary. The clinic wants to re-implant the recipient, however no date has been provided yet.

Event description:
The users hearing performance is affected. Trauma/accident was reported. Re-implantation is considered but no date has been scheduled yet.